Manufacturer narrative:
Event date (B)(6) 2018. Report date 09/18/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator went into inoperable condition. The customer found error codes in the ventilator logs for a blower source issue and a pressure error. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 06dec2019. Date of report: 09dec2019 . A power supply was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (c56) prevented the power supply from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 28sep2018, date received by MFR: 28sep2018. The customer declined any further follow up with service/repair and no additional information could be obtain on the repair of the device. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.